Manufacturer narrative:
The root cause for the tip breaking off the 2.0/2.4 headless, quick release, long, tri-lobe driver, p/n 316-0305, is the unusual patient characteristic of the bone and screws integrating - bone overgrowth that encapsulated the screws over the 7 ½ years since the original implantation surgery. This is considered an unusual patient characteristic in that the general patient health characteristics/conditions are related to implantation of the screw, not removal. The integration of the bone and screws created resistant forces that exceeded the torque required to remove the screw without stripping the head or breaking the tip off the tri-lobe driver. These screws are intended for temporary fixation only until osteogenesis occurs, which is between 6-12 weeks depending on the patient. The review of the device history records did not identify any non-conformances with lot release. A two-year review of capas, ncrs, and complaints did not identify any internal investigations, or non-conformances for this device. A review of the history of complaints shows that this is the second complaint received for this device - the first was received 01/2013. The risk of a delayed procedure is covered under the extremifix fmea. The severity rating is a 1, which per our internal risk procedure, indicates a "negligible" (inconvenience or temporary discomfort) severity level. The resultant risk level is "low". The labeling review included instructions/warnings related to both the driver stem and the screws. The extremifix IFU, and stg warn the user that re-operation to remove implants may be required, and that if attempted and unsuccessful, the patient must be notified. They also indicate these screws are intended for temporary fixation only until osteogenesis occurs. They warn not to use instruments that are faulty, damaged or suspect; but to return them to osteomed. The IFU has written instructions regarding screw removal if necessary. One of those steps states, "if the screw is integrated with bone, core out with trephine". This issue will be monitored through routine trending.

Event description:
On (B)(6) 2018, osteomed was notified of an adverse event involving our 2.0/2.4 mm headless tri-lobe driver, cannulated, long, quick release. The physician was removing two (one headed/one headless 2.4) screws from a previous podiatrist that did a bunion correction on the patient. During removal of the headless screw, the tri-lobe tip broke. Then when a new driver was obtained, the screw was stripped, so another screw removal set was used to drill around the screw to try to remove it. This attempt was unsuccessful. The screw started crumbling while using plyers to try to remove the headless screw. Ultimately, the physician cut the screw down and kept it in the patient. Then the headed screw was stripped and we again used removal set to drill around the screw to try to get traction with the head. This attempt was also unsuccessful. The physician tried using plyers to grab the screw and the screw head broke off and could not get the screw out. Both screws started crumbling under the plyers and were not able to be removed. Per the sales representative, this issue caused a surgery delay > 30 minutes.